Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The tension spring assembly, seal and the anchor tab were inside the tube of the delivery device. The portion of the seal not loaded into the delivery device tube flare wider diameter than the delivery tube (incorrect position). The seal was cracked along first row of the outer edge. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hs iii proximal seal unraveled when removed from the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects.